Event description:
Facility, centracare dialysis, called stating that a patient was sitting in an 868t09-ts7jm champion 86 series recliner with a gel type cushion in the seat which was encased in plastic and a hospital pillow in plastic against the chair back. When the patient exited the chair, there was a discoloration on the chair, mid-back. No injury to the patient alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 868t09-ts7jm, serial number/date code (B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, centracare dialysis, called stating that a patient was sitting the recliner, with a gel type cushion in the seat, encased in plastic and a hospital pillow in plastic against the back of the chair. When the patient exited the recliner there was a discoloration on the chair near the mid-back. No injury alleged to the patient. It is alleged that the heat cycle did not terminate at the end of an hour, but it continued to run. The product is being returned to the manufacturer, champion manufacturing, for an evaluation to determine if the discoloration is from the heat element out or only on the exterior surface. The malfunction has not been confirmed.